Event description:
Per the clinic, the device was explanted on (B)(6) 2025, under general anesthesia due to device extrusion. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that extrusion was a small pinpoint behind the pinna where part of the electrode was visible through the dehiscence. It was also reported that the patient had a superficial infection, at the site of the postauricular incision. The patient was treated with many round of antibiotics and underwent a revision surgery back in (B)(6) 2024, however, the issue could not be resolve, thus leading to the explantation of the device in (B)(6) 2025. Device analysis report attached.